Event description:
It was reported that during follow up, the patient reported occasional phrenic nerve stimulation. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.